Event description:
The nurse reported that the vitrectomy probe was not cutting well. There was not enough efficiency. The surgeon switched out the probe and completed the case as planned. No pt injury was reported.

Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).